Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two (2) episodes of peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the events. On an unreported date, the patient was treated with an unspecified drug infusion and injection for the events. At the time of this report, the patient had not recovered. Pd therapy was ongoing. No additional information is available.